Manufacturer narrative:
The returned device was evaluated and distal tip device breakage was confirmed at the 35mm notch. The evaluation noted a high degree of rotational deformation of the metal at the breakage point indicating the device was likely being rotated under significant stress.

Event description:
The initial surgical procedure was performed on (B)(6) 2016. The physician reported that the procedure involved a two (2) lumbar-level fusion from l2-l4 on a large, female patient with narrow disc spaces and dense bone. A 22mm x 90mm portal tube was used. During the first level (l2-l3), an optimesh 1805 was placed using 2 bone tubes to fill the device without incident. During the second level (l3-l4), the physician reported that he intended to place an expandable cage. He further stated that he typically likes to perform a thorough discectomy prior to placing an expandable cage and used the 9mm distractor paddle prior to placement. Approximately 3/4 of the way in, the physician reported that the paddle distractor cleanly broke at the 35mm notch and the distal portion of the device remained in the l3-l4 disc space. The physician reported that he noticed cerebral spinal fluid (csf), nerve roots, and blood following the break. The physician attempted to remove the distal portion of the distractor paddle with a chisel; however, this method appeared to push the broken distal tip of the paddle further into the disc space and the physician feared pushing the fragment into the retroperitoneum. Consequently, the physician attempted to use a nerve hook and pliers with a mallet to successfully retrieve the broken distal tip. Upon further examination, the physician noted an approximate 8-10mm left lateral dural tear. The dural tear was successfully repaired through the existing incision using suture and dural seal. The physician reported that the dural tear was dry following repair and there was no evidence of a csf leak. Following the dural repair, the procedure was completed with placement of an unspecified expandable cage. On the first post-operative day, (B)(6) 2016, the patient reported experiencing left leg numbness. On the second post-operative day, (B)(6) 2016, the patient no longer reported left leg numbness and felt "ok". The physician stated that the patient was neurologically intact.